Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of heavly scarred common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was attempted with the same results. Hemostasis was achieved using a non-abbott device. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Device#1:proglide (part#12673-03, lot#930296h) is being reported under a separate medwatch report number. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 50 device was observed leaking at the location of the blue winged cap. The device was filled with 90mg of pamidronate in 250ml 0.9% sodium chloride. The product was not administered to the patients. The leak was noted prior to product use and there was no report of patient injury or medical intervention. This is report 17 of 17 with the same reported problem from this facility.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. (B)(4).